Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 311.43. Synthes lot number: 7414572. Manufacturing site: synths jennersville. Release to warehouse date: 10-jul-2013. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device handle with quick coupling, small was returned to customer quality (cq) west chester for investigation. Upon visual inspection, a crack was found on the handle right at dowel pin junction. No other issues were identified. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: tap handle for small taps and csk tap handle, (current) and (manufactured) handle tap handle,(current) and (manufactured). Dimensional inspection: measured dimension: diameter: (conforming). Complaint confirmed: no, the complaint condition of broken was not identified but the device handle had a crack on it. Conclusion: the device handle was cracked, hence the overall complaint will be confirmed. CAPA-005371 and hhe-2015-068 addressed the breakage of the blue radel handles through dco 103240715 (effective 07-mar-2016). It was determined that the design tolerance of the device resulted in press fits between the handle bore and coupling shaft and the dowel pin hole and dowel pin. These tolerances were shown to be too tight for the press fit between the stainless steel shafts and the ppsu holes in the handle. The interference fits generate internal stresses that can lead to the handles cracking, breaking during use, and breaking within the package. Therefore, the root cause of the handles cracking and breaking is the tolerances too tight for press fit which is classified as a dimensional interaction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set, it was observed that the handle with quick coupling was broken. There was no patient involvement. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for complaint (B)(4).